Manufacturer narrative:
The customer reported during leak test that the pressure is going more than 100 cmh2o or above the safety valve setting and leak test is failed. The events showed xdcr fault occurred ( 2, 0,768 ). When they tried to calibrate exhalation pressure transducer, at 60cmh2o calibration, a/d count was 1 and the calibration failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported patient disconnect alarm and no breath was being delivered to the patient issue on the vela ventilator . The customer also reported that the hospital staff replaced the ventilator. The customer confirmed that there was no patient injury or harm that was associated with the reported event.